Event description:
Customer called to report that the insulin pump is not communicating the meter. Customer also reported that the insulin pump alarmed failed self test. Customer's blood glucose reading was 124 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty remote frequency board. The insulin pump had a cracked reservoir tube lip.